Event description:
Allegedly, patient was revised due to mom complications; right hip pain; instability; metallosis acetabular component loosening and migration; obvious wear between the cup and femoral neck; murky, gray fluid right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01007, -01008, -01010.